Event description:
A user facility registered nurse (rn) reported a combiset bloodlines was leaking blood from blood pump tubing within the first twenty minutes of starting treatment. Upon follow-up, then rn stated upon follow-up, the rn stated the blood leak occurred twenty minutes after initial of the patient's hemodialysis (hd) treatment. The rn stated there were no machine alarms the prompted from the fresenius 2008t machine during treatment. The blood leak was coming from a small tear in the tubing line within the blood pump area. After the leak was observed, treatment was immediately halted and the patient¿s blood was not returned. The patient was disconnected from the machine and was re-setup with new supplies on the same machine and resumed and completed their remaining treatment without issue. The patient¿s estimated blood loss (ebl) due to the event was 50 ml. There were no noted observations with the combiset prior to use. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The rn stated the machine was pulled from service after patient treatment was completed, and following machine evaluation the biomedical technician (bmt) confirmed there were no issues with the rotor itself, and the machine has since been returned to service without further issue. The complaint device was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.